Manufacturer narrative:
No further investigation of this event was possible as the reagent cassette was not available.

Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. The customer provided data for 92 patients, of which 42 patients had discrepant results that were reported outside the laboratory. Repeat testing was performed on another integra 800 analyzer, serial number (B)(4). The repeat results were issued as corrected reports. Please refer to the attachment to the medwatch for the patient results. As far as the customer knew, there had been no follow-up from the doctors to the laboratory regarding adverse effects to the patients due to the erroneous results. The hba1c reagent lot number was 65595001 and the expiration date was not provided. The field service representative went on-site. Per the customer, the issue was resolved by the service visit.

Manufacturer narrative:
This event occurred in (B)(6).